Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a broken sensor wire. Patient noticed wire was loose before inserting sensor into the transmitter, and did not insert sensor. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).